Event description:
Complainant alleged that while the clinicians were pacing a pt (age and gender unk), the device shut down after ten mins of use. The clinicians then obtained another to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.